Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. On (B)(6) 2018, the patient loaded a new estradiol reagent lot onto the analyzer, but did not run controls at this time. On (B)(6) 2018, the patient sample initially resulted with an estradiol value of < 5 pg/ml accompanied by a data flag and this value was reported outside of the laboratory. The patient complained about the result, so the sample was repeated, again resulting as < 5 pg/ml accompanied by a data flag. A second sample was collected from the patient and this sample resulted as < 5 pg/ml accompanied by a data flag. The customer re-calibrated the estradiol assay and repeated one of the two patient samples on (B)(6) 2018. The repeat result was 49.53 pg/ml. One of the two patient samples was also tested at an external laboratory using an unknown method, resulting as 35 pg/ml. It could not be clarified which of the two samples was used for each repeat test. No adverse events were alleged to have occurred with the patient. The reagent pack in use had been on board the instrument for at least two months (from (B)(4) 2018 to (B)(6) 2018). Calibration signals measured with this pack on (B)(6) 2018 were significantly lower than other calibrations and differed noticeably from expected values. Calibration signals for a calibration performed on (B)(6) 2018 were in line with previous calibrations. The differences between calibrations were significant (50% different) and likely caused the result differences. No control measurements were performed on (B)(6) 2018. The investigation was unable to find a definitive root cause.